Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1628c93e, serial/lot #: (B)(4), ubd: 27-jul-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm of an unknown size . It was reported the patient present emergently and a CT showed the presence of a type iiia endoleak as a result of separation of the right common illiac extension from the main body stent graft.  As per the physician the cause of the type iiia endoleak cannot be determined.  No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
It was confirmed that the patient returned to the operating room on 07-mar-2022 for repairing the type iii endoleak. An etlw1616c93e was implanted from the right side to cross the separated limbs, and was positioned to achieve 4.5cm of overlap proximally and distally, thereby resolving the type iii endoleak. Additionally, an etlw1620c93e was delivered from the left side and deployed to extend the distal iliac seal by an additional 4cm while preserving the left hypogastric. The patient recovered well and was discharged without further incident. Film analysis: the reported type iiia endoleak was confirmed on the films provided; however the cause of the event could not be determined. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. It is possible that aneurysm morphology changes since implantation and tortuous iliac anatomy may have contributed to the limb separation resulting in the type iiia endoleak. The junctional separation occurred within the aaa sac; therefore, lack of vessel support may have also been a factor. Analysis of the returned films did not reveal any obvious out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.